Event description:
This vent was put on a pt and a blood gas drawn 15 mins later. The ph went down on the pt indicating that he was not being ventilated properly. Another blood gas was drawn 15 mins later and the ph was down even farther. The pt was removed from this vent and put on another vent and after 15 mins a blood gas was drawn and the ph had returned to normal. Facility said that the biomed shop tests this vent every 6 months as per the test called out in the service manual and that it passed the last time they tested it. They also send the vent in every 2yrs for factory overhaul. It was overhauled in 2004. The doctor in charge of this pt has implicated that this vent is not working correctly and he wants it sent back to the factory to be tested and he wants a report on the findings.